Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010 the pt reported she received an e6 (mechanical error) on her insulin infusion device. She cleared the error and put her device in stop and then received an a2 (low battery) alert. She inserted a new battery and again received an e6. She said because of the error messages her device has been in stop and she has had elevated blood glucose levels with her most recent reading being in the 300's mg/dl. She stated she is using lithium batteries and was advised to use regular alkaline batteries. She said she does not currently have one but will call back if the issue persists. The pt called back and stated she bought a new alkaline battery and inserted it into her device, but the e6 continues to display. She stated she cleared the error and her device is currently in stop. She was instructed to disconnect from her infusion headset. The pt was assisted with going through the 'change cartridge' procedure and removing the cartridge. She returned the piston rod and adjusted it to the proper position before reinserting the cartridge and priming the infusion set until insulin dripped from the tubing. She reconnected to her device and placed it in run without further display of e6. On (B) (6) 2010, the pt reported her blood glucose has returned to her target range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.